Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
I ended up getting a piece of the torn mesh stuck in my vagina [foreign body in reproductive tract]. Smell- vagina [vaginal odour]. Outer lining of tampon has been tearing away [device breakage]. Case narrative: consumer reported via e-mail that the outer lining mesh has been tearing away from the tampon. No serious injury reported.